Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Insulin deliveries were resumed with the existing cartridge. Blood glucose level was 148 mg/dl.